Manufacturer narrative:
Device will not be returned. If additional information is received, it will be provided on a supplemental report.

Event description:
The biomedical engineer at (B)(6), reported the following event, patient initially hospitalized for implantation of plate and locking screws in (B)(6) 2010. Came back to explant the hardware in (B)(6) 2013. While explanting the locking screws, the screws broke. The the plate couldn't be extracted. Surgery was interrupted and will have to be rescheduled.

Manufacturer narrative:
Evaluation summary: the reported event that the screw broke during extraction of the screw could not be confirmed, since the screw or part of the screw were not returned, and no x-rays were supplied, therefore the root cause for the reported event could not be confirmed. Based on the reported event of the screw breaking during extraction, the operative technique for instrument extraction was reviewed. The operative technique indicates that "[¿] hardware removal is almost always more challenging than the insertion of the implants. Specialty instruments can significantly facilitate hardware removal while minimizing damage to the surrounding bone and soft-tissue. [¿] cold welded screws require cutting tools for metal to remove the screws. The extraction set does not feature carbide drills or other cutting tools to remove cold welded screws. [¿]" a review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
The biomedical engineer, reported the following event, patient initially hospitalized for implantation of plate and locking screws in (B)(6) 2010. Come back to explant the hardware in (B)(6) 2013. While explanting the locking screws, the screws broke. The plate couldn't be extracted. Surgery was interrupted and will have to be rescheduled.